Manufacturer narrative:
Additional information was received that the location of the infection was at the ipg pocket site. The patients symptoms were skin irritation and the ipg was exposed. The physician believed that the infection was not device related and the patient was placed on antibiotics. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients ipg incision site was bleeding and the patient was experiencing pocket discomfort. It was also reported that the patient had an infection. The patient underwent an explant procedure and was doing well postoperatively.

Manufacturer narrative:
Model number/catalog number: sc-8352-50, serial number: (B)(4), batch/lot number: 7024911, model/catalog description: coveredge x 32 surgical lead kit 50 cm.

Event description:
A report was received that the patients ipg incision site was bleeding and the patient was experiencing pocket discomfort. It was also reported that the patient had an infection. The patient underwent an explant procedure and was doing well postoperatively.